Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The sensor reading was below 40 mg/dl when the blood glucose reading was 125 mg/dl. The customer reported that the threshold suspend alarm would go off at night when the blood glucose was not low. The blood glucose reading at the time of the report was 147 mg/dl. The customer found no damage on the transmitter connection bridge. The test plug procedure showed that the transmitter was working properly. The customer followed proper calibration protocol.